Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure done with ablation". The patient's medical history included gravida I, abortion and chronic abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dyspareunia and adnexa uteri pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered adnexa uteri pain, dyspareunia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: procedure was successful. Occlusion was identified bilaterally. Lot number: 685786 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure done with ablation". The patient's medical history included vaginal delivery, abortion and chronic abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dyspareunia and adnexa uteri pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered adnexa uteri pain, dyspareunia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet and mr revived, reporter, essure dates, patient demographic, event injury deleted, new event dyspareunia (painful sexual intercourse), ovary pain, ovarian cyst, patient medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure done with ablation". The patient's medical history included gravida I, abortion and chronic abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dyspareunia and adnexa uteri pain outcome was unknown and the ovarian cyst had not resolved. The reporter considered adnexa uteri pain, dyspareunia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: procedure was successful. Occlusion was identified bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: lot number, lab data and reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report